Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that two weeks post-implant, the patient presented in-clinic with diaphragmatic stimulation, loss of capture and decreased r-waves due to micro-dislodgment. Lead was explanted and replaced when repositioning was unsuccessful. The patient was doing well after the procedure.